Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this previously capped right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the patient had bacteremia and septic vegetation on the lead. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The previously capped rv lead was explanted.